Manufacturer narrative:
Device passed displacement test and self test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No frozen screen noted during test and time clock advances properly. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the battery housing near the opening. Customer stated that the insulin pump had locked up and become non responsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.